Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transection of the stomach in a laparoscopic sleeve gastrectomy, when the stapler was loaded and the jaws placed on the tissue, the green button pressed, the firing was engaged but a loud crunching noise was heard and the stapler locked out preventing further squeezing of the handle. There were no staples or knife blade that advanced. Another device was used to complete the case. There was no patient injury.